Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. It was reported that the patient experienced several infections, scar tissue formation, and adhesion of the mesh to small bowel. She had a mesh removal surgery in (B)(6) 2013. No additional information was provided.